Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge when placed on a beta bionics charging pad and wall adapter despite correct setup, outlet checks, and reconnection steps, with a blinking blue light observed on the pad; a replacement charging pad and wall adapter were sent, and a replacement ilet was issued with instructions for data sync, shutdown, return, and restart, while blood glucose levels were unaffected. Symptoms included no clinical effects. Outcomes included no impact on therapy continuity because backup therapy was available and cgm use continued. Investigation included troubleshooting of the charging setup, power source validation, and component substitution. Investigation of this case revealed a faulty charging kit as the likely cause, after which the patient confirmed the charging kit was the issue and returned the replacement ilet. It was concluded, based on previously established findings for similar reports, that the cause was a charger-related malfunction consistent with component failure. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.